Manufacturer narrative:
Pump passed displacement, rewind test and self test. No unexpected rewind anomaly or the motor arm cannot communicate with the main arm during testing noted. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm during self-test. The insulin pump was making noise during bolus and rewinding the pump. Customer was able to clear the alarm and was able to complete pump rewind. The self-test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.